Event description:
It was reported that the pt returned to the hospital with signs of p.e. An angio showed that filter was in original location. Two arms of the filter were fractured and located in the renals. A large clot was noted above the filter in the svc. A competitors filter was placed superiorly to the recovery filter. The pt is doing fine.